Event description:
Customer reported low blood glucose event. The paramedics were called to hotel room. Customer stated that she is taken a new medication which causes the low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.